Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2012, inratio: >7.5, (stago) lab: 3.1. Pt info was not provided. Strip expiration: (B)(6) 2012.

Manufacturer narrative:
Investigation pending.